Manufacturer narrative:
Pump received with minor scratched display window and cracked reservoir tube lip. No cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump was cracked at the display screen and the screen information is hard to read. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.